Manufacturer narrative:
Complaint no: (B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized. Treatment details were not reported. On an unknown date, the patient's catheter was removed and the patient was switched to hemodialysis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.